Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the system board, blower assembly, blower cap, blower bellow, blow mounts, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system pca have been replaced due to contamination.